Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient had a loss of therapy about a year ago; they had a return of symptoms which was noted as a "hard time peeing." It was noted that at the time, they thought that they had lost their programmer so they were unable to check therapy status or make adjustments. The patient also mentioned that they were in the hospital about a year ago for 2.5 months, and thought that the programmer was lost during that hospital stay; the hospitalization was confirmed to be unrelated to the device/therapy. They recently found their programmer, and could connect to their therapy settings just fine, but the programmer would not allow them to increase stimulation. Troubleshooting found that their stimulation was off, and the patient stated that they did not recall turning the device off. They were able to turn the device back on to a comfortable setting. It was recommended that they monitor their symptoms after making the change, and follow up with their healthcare professional if not resolved.